Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Yesterday, disposable perforators (p/n:26-1221) were imported and we detected stains on some products. We have over 40 pieces of this issue. I have attached pictures. This was found during the incoming inspection in (B)(6). June 05, 2015 per affiliate, "we detected another nc products for same issue, see attached mail."

Manufacturer narrative:
Upon completion of the investigation, it was noted that the non-conformance for stains detected on hudson end (p/n 260-1220-20) of disposable 14mm perforator product (p/n 26-1221) was verified by tecomet only on hudson ends (and not on inner/outer drills) for the returned for the returned 5 pieces of perforator products; however, the true root cause was not confirmed. Most probable root causes to staining are improper rinse process leading to residual staining on perforator product as well as improper visual inspection process for detection of staining on product. Supplier corrective/preventive action: 1- revised and perforator assembly manufacturing methods to include in-process visual inspection requirements for discoloration (stains/corrosion). 2-created one point lesson (opl) to bring awareness to staining nc as well as to provide additional training tool to ensure proper visual inspection of staining during in-process assembly and packaging of perforator product. All perforator assembly operators as well as passivation operators will be trained to opl. Most probable root causes to staining are improper rinse process leading to residual staining on perforator product as well as improper visual inspection process for detection of staining on product, this however could not be determined. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.